Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. No log entries were recorded after the device passed "out qat". The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device performed test therapy successfully, with a test shock delivered without fault. An acceptable measurement was recorded for the test shock. Investigation found the reported fault can be attributed to a blown fuse in the battery pack. The pad-pak was one of a batch of 200 which was successfully tested in (B)(6) 2016. The fuse is likely to have blown due to the accidental shorting of the positive and negative terminals. This shorting has occurred sometime after the testing of the pad-pak batch in (B)(6) 2016. The device was temperature cycled for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.